Manufacturer narrative:
According to the info provided, this event is surgeon-related. In any case, we will send a final MDR once the investigation will be concluded.

Event description:
Primary surgery was done on (B)(6) 2015. Hip revision surgery due to implant dislocation performed on (B)(6) 2018. According to surgeon remarks reported, a very poor capsule repair was the major factor in this case, so this is not an event product-related. Event happened in (B)(6).